Manufacturer narrative:
There was no product malfunction. A philips response center engineer (rce) found this was a configuration issue. The rce explained that high/low level yellow alarms will not trigger the caregroups alarms in neonatal event review (ner), it will only trigger for red desat, red brady, and red apnea, based on the configuration. The rce discussed not splitting the latched configuration so that the caregroup pop-up alarms will clear when the condition corrects. A philips field service engineer (fse) who went to the customer site, found that the staff would mistakenly silence alarms from a different bed because of the caregroup feature on the monitor. The fse set-up the device in a new customer approved configuration, which turned off audio and visual alarms when the condition corrects itself. No further investigation is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017, a baby on bed 271-14 had an incident of a desat and apnea that the monitor didn¿t red alarm for along with hr dropping to 90. The baby required vigorous stimulation and repeated suction of nares.